Event description:
Stryker reference # (B)(4). It was reported that a surgeon was performing a hip arthroscopy procedure when the image from the endoscopy camera on all the monitors was allegedly lost. The back up signal reportedly did not execute as expected. There was reportedly a procedural delay of approximately 15 minutes with no adverse consequence to the patient nor any additional medical intervention required.

Manufacturer narrative:
Details of the patient involved were not provided, however, there was no reported adverse consequences to the patient as a result of the reported event. Evaluation summary: stryker field representatives in (B)(4) visited the user facility and replaced the dvi/vga splitter and broadata transmitter. These components have not yet been returned to the manufacturer for further evaluation. The investigation into the root cause of this reported event is ongoing. There was no reported adverse consequence to the patient as a result of the reported event.